Event description:
Prior to placing IV, catheter hub was spun and slightly pushed up and brought back down to make sure working properly. IV was inserted bevel up and punctured skin but only the bevel was in and could not advance needle further. IV was removed and upon inspection, catheter at the top was bent down sideways. Repeated all steps with different IV and worked as it should.